Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was a percutaneous intervention treating the moderately tortuous, circumflex marginal coronary artery, heavily calcified lesion. An ht powerturn flex guide wire and corsair pro catheter were advanced to the lesion against resistance. Reportedly, the resistance with advancement was due to anatomy. An unspecified balloon catheter was advanced, however, was unable to cross also due to anatomy. It was decided to remove the devices. The balloon catheter was removed. During removal of the powerturn and corsair, it was noted that these two devices were stuck. The powerturn could not be advanced nor retracted from the catheter. Both were removed as a single unit. Once outside the anatomy, the corsair catheter appeared to have a flattened tip and this may have contributed to damage (bent tip) on the powerturn tip although this was not confirmed. There was no material separation and no other device issues noted. Another powerturn was used in replacement and case successfully completed. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported kink was able to be confirmed. The reported difficult to position and difficult to remove were able to be confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the ht powerturn flex guide wire and corsair pro catheter advanced against resistance due to anatomy to the lesion. It should be noted the hi-torque guide wires instructions for use (IFU) states: do not: push, auger, withdraw, or torque a guide wire that meets excessive resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent deviation of the IFU as it is likely that as the ht powerturn flex guide wire and corsair pro catheter were advanced resistance was met with the moderately tortuous and heavily calcified anatomy resulting in the reported physical resistance. Manipulation of the device against resistance (against the IFU) resulted in the reported kink/bend and the noted offset/misaligned coils; thus resulting in the reported difficult to position and the reported difficulty to remove. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.